Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms there are several burrs and gouges in the metal causing the stated failure. This device was manufactured in 2011. This device exhibits signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the gii mis dcf ap CT blk 5 is worn from excessive use. No case was involved. No patient harm or surgical delay was reported.